Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day of the event onset, the patient was treated with meropenem (1g, intraperitoneally, discontinued after 7 days). On the nine day after the event onset, the patient was treated with ceftazidime (1g intraperitoneally, ongoing) and sulfamethoxazole + trimethoprim (800 + 160 mg, twice a day, orally, ongoing). Sixteen days, after the event onset the patient had recovered from bacterial peritonitis. Pd therapy is ongoing. No additional information is available.